Event description:
It has been reported to philips that the ciene on the azurion 7 m12 system was not working. No harm has been reported. The system software was updated to restore the device back to functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use during the problem identified. The philips field service engineer (fse) inspected the system onsite and confirmed that ciene was not working. Upon functional testing, fse identified that ciene was not working due to the software issue. To resolve the issue, the fse upgraded the software and performed system calibration. After upgrading the software and performing calibration, the system was returned to good working condition. The codes were updated based on the investigation outcome.